Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No com plaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 6.6cm to 7.9cm from the distal tip, consistent with lead friction to another device. The sensing conductor etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.